Event description:
The manufacturer received information alleging a ventilator would not power off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. There was evidence of contamination from an external source on the system board. The device failed a step during testing. The device's power supply was replaced to address the issue.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that experienced an issue related to the device not powering off . The manufacturer previously reported that the issue of the device not powering off was addressed by replacing the system board. The system board and power supply were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failure was found to be consistent with physical damage to inductor (l8) and to diode (cr22). The power supply was evaluated by the manufacturer and found the power supply to operate to design specifications.